Manufacturer narrative:
The insulin pump received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 430 mg/dl due to a loose drive support cap. The customer was treated for the high blood glucose with a manual injection. The customer had issues with frequent urination. The customer did not troubleshoot the issue. The customer returned the product for analysis.